Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly was received with the bypass tube on its original manufacturing positions. No other accessory components were returned. Visual inspection revealed that the deployment sleeve of the carrier tube in the forward lock position. The tip of the carrier tube was examined under the microscope and the two kinks were identified; one at the proximal portion of the manufacturing slit in the carrier tube assembly and another kink immediately adjacent to the proximal part of the bypass tube. The bypass tube was found to be protecting the anchor of the carrier tube assembly at its correct manufacturing location. The dried collagen had expanded from the manufacturing slit due to contact with the blood. No other visual anomalies were noted. Functional testing was not possible due to hemostasis sheath was not returned for analysis and the state of the returned device. Dimensional testing was performed, and the outer diameter of the carrier tube was measured to be 0.080" which was within the specification of 0.080" +/-.005. The outer diameter of the bypass tube head at the proximal end was measured to be 0.142" which was within the specification of 0.142" +/-0.005''. All measurements were within the manufacturer specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "1. Confirm that the device sleeve has remained in the rear holding position. Carefully grasp the angio-seal device at the bypass tube. Cradle the angio-seal carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the insertion sheath hemostatic valve. 2. Confirm that the reference indicator on the insertion sheath is facing up. To ensure proper orientation of the angio-seal device with the sheath, the sheath cap and the device sleeve only fit together in the correct position. The reference indicator on the device cap should align with the reference indicator on the insertion sheath cap. Keeping the insertion sheath in place, carefully advance the angio-seal device in small increments until completely inserted into the insertion sheath. The sheath cap and the device sleeve will snap together when properly fitted.'' Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the kinks in the carrier tube were likely caused due to the insertion difficulties into the hemostasis sheath. It is likely that the attempts at device insertion using the carrier tube hub instead of the tip (without holding bypass tube), led to the kink which precluded further insertion. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the angio-seal device was attempted to be inserted into the insertion sheath, the angio-seal device was found to be kinked and could not be inserted. Another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.